Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: analysis of the 97755 rechargers (rtm) (serial number (B)(6) revealed a failure, no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported their "unit" is messing up. Agent asked clarifying questions; pt stated the last couple times they have charged the implant, recharger takes 30 minutes to find the implant. Pt stated last night, they were able to finally connect and charge implant to 80% but the controller screen went black. Pt confirmed controller charged with no issues. Pt mentioned they charge the implant on sundays. Pt also described seeing passive recharge screen - agent reviewed information and meaning. Agent had pt inspect recharger for damage and then patient stated the recharger gets super hot by the paddle (no pt harm reported). When asked for the doctor, pt stated andrew konen was implanting doctor and would be the follow up but has not seen them because they have not had any issues. Agent recomme nded to monitor implant charging with replacement recharger and can call back if issues persist. Agent made outbound call to pt to clarify the event date - no answer. An email was sent to the repair department to replace the recharger. .